Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they?¿not confirmed any trouble intra op. Where was the tip of drainage tube located?¿in the breast. How was the drain secured?¿normally how was the product function verifinot confirmed drainage intra-op.n?¿no who monitored the drainage and how often?¿not confirmed drainage intra-op. Was another product used?¿yes please provide the patient's demographic information including age, gender,weight, bmi at the time of index procedure¿female date and name of index surgical procedure?¿mastectomy the diagnosis and indication for the index surgical procedure?¿breast cancer were any concomitant procedures performed?¿no what symptoms did the patient experience following the index surgical procedure? Onset date?¿the same day as the procedure. The surgeon noticed the drain didn't work right after leave the operative room. Other relevant patient history/concomitant medications?¿unk what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the surgeons are also wondering. They tried another drain with the same vac, and the were able to start drainage. What is the patient's current status¿¿no problem. If applicable, will product be returned? If so, please provide the return date and tracking information.¿ yes, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H3 evaluation: one complaint sample of drain with connector is received for evaluation, during visual inspection, it is found that a drain part of around 50 mm (cut from round side) is stitched at the fluted end of the drain. Further the product is checked functionally, and found in compliance. Here, it is suspected that external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of dmd scope. As per standard practice, 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss defect, at manufacturing / release stage. Retention samples of complaint lot was checked and found satisfactory. During investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast cancer resection on (B)(6) 2023 and a drain was used. The package was opened and used. After the surgery was completed, the surgeon noticed that suction could not be done. Therefore, the surgeon was reentered to the operation room and the drain was changed. Further details are not provided.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? How was the product function verified following the first activation? Who monitored the drainage and how often? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.